Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was good.